Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received.

Event description:
It was reported that the customer received an inaccurate fill estimate. The customer loaded another cartridge and received an accurate reading. Blood glucose was 143-144 mg/dl.